Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb charger cable was damaged, and could not be used to charge the pump. There was no adverse effect to customer's blood glucose level. A replacement cable was sent to the customer to address the issue.